Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Since 7 years or more have passed since the device was manufactured, it is likely the board deteriorated over time, and the cm board failed. The cm substrate generates and outputs sdi signals. Therefore, it is determined that the sdi output ceased to function due to the failure of parts related to this. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The evaluation found there was no image/output from both the serial digital interface (sdi) ports due to a faulty cm board. Additionally, the video connector socket locking mechanism was worn out causing poor/unstable connection with video scopes and camera heads. External housing has minor cosmetic wear. A review of the device repair history shows the asset was a last serviced on (B)(6) 2020; inspection only/no problem found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset video system center was found to have a no image/output malfunction. There was no reported allegation of a malfunction associated with the device and there was no patient involvement reported to olympus.